Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was later communicated on (B)(6) 2026 that additional log files were sent for review. The additional log files contained previously documented driveline faults as well as alarms associated with the driveline repair. An additional transient driveline fault was recorded on (B)(6) 2026 at 7:17 a.m. A transient low speed event was seen on (B)(6) 2026 at 9:57p.m. The low speed event occurred on battery power.

Event description:
It was reported that log files were sent for review. The log files captured driveline faults. Phase a had degraded further with phases b & c remaining stable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Additional log files captured driveline faults between 07mar2026 and 10mar2026. On 10mar2026 when connected to the power module there were speed drops below the lower speed limit (lsl) and the driveline issues turned into a short to shield. X-ray images were taken that showed areas of concern externally. The internal portion of the driveline did not have any areas of concern. On (B)(6) 2026, a perc lead replacement was performed. No issues were noted after the patient was back on the grounded patient cable. Additional log files were submitted for review. The log file captured the intermittent driveline fault event that were reported. After the repair, there were no additional speed drops or pump stops noted in the log file. No other notable events were captured in the log file.

Event description:
From the log files sent on 18mar2026, it appeared that phase 1 of the green wire showed it was still compromised somewhere internally on the driveline, due to the driveline fault events. The other wires appeared be functioning as intended.

Manufacturer narrative:
Correction: b5. Manufacturer's investigation conclusion: the evaluation of the replaced external portion of the driveline did not confirm an issue that could have contributed to the reported driveline fault alarms and low speed events captured in the submitted log files. The submitted log files collectively contained events from 13feb2026 through 28apr2026. Persistent, silenced driveline fault alarms were captured from 13feb2026 through 17mar2026. Low speed events were captured on 10mar2026 while the system was connected to the power module. Following the distal end driveline replacement procedure on17mar2026, additional driveline fault alarms were captured between 19mar2026 and 28apr2026. Additionally, a low speed event was captured on 21mar2026 while the system was connected to battery power. No other notable pump events or alarms were captured. A distal-end driveline replacement was performed on 17mar2026 and approximately 18¿ of the external portion/distal-end of the driveline was returned for evaluation. Electrical continuity testing of the replaced driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. Visual inspection of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors that would have contributed to events captured in the log file. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have contributed to events captured in the log file. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on hmii lvas, serial number (B)(6). Incidental findings 1. Damage was observed to the outer jacket including missing portions approximately 2.0¿ - 3.0¿, 6.0¿ - 7.0¿, 9.0¿ - 9.5¿ and 10¿ - 10.5¿ from the controller connector as well as tears approximately 5.5", 6.0¿, 9.5¿ ¿ 10¿, 10.5¿, 11¿, and 12¿ from the controller connector. 2. Twisting and kinking was observed along the length of the driveline. The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6), reviewed and showed no deviations from manufacturing or quality assurance specifications the heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents address damage due to wear and fatigue of the driveline and outline indications of driveline damage, as well as the how to respond to such events. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms and provides information regarding how to respond to and troubleshoot the alarms. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.